Manufacturer narrative:
Additional information: since the customer did not return the claimed product and provided only very limited information, a conclusive technical assessment is not possible. The analysis must therefore rely exclusively on the customer's statements and on established damage mechanisms. The potential causes considered in this context, including mechanical overload, thermal effects resulting from arcing, or incorrect or excessively high device settings, are all plausible mechanisms that could lead to a fracture of the ceramic tip. However, without additional data or a physical examination of the product, it cannot be determined which of these factors is applicable in the present case. According to the IFU, the correct handling and product testing is described in detail. Further, the usage of ceramic components, the related visual inspection as well as information regarding the life span are also mentioned. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that fragments of the shaft were found inside the patient after readmission for surgery. This happened up to four months after the suspected fracture. The fragments had remained unnoticed in the patient's body since the original incident.